Event description:
It was reported to philips that, when the device's defibrillator was in standby, the red cross was appearing instead of the hourglass randomly. There was no report of patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and instructed the customer to look at the logs which showed intermittent errors related to energy selector. When rse instructed the customer to re-perform the opcheck, the device passed testing. There is no indication of a systemic problem. No further investigation or action is warranted. Based on the conclusion of the evaluation, it was determined that rse completed an operational check on the device and it passed; the rse determined there was no indication of a systemic problem. No further investigation or action is warranted.